Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that there was a high circuit leak in the portex general anesthesia circuit. The product problem was observed during a pre-use check. No patient was involved in this event. No adverse effects were reported.